Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The logfile review confirmed the occurrence of the warning message but this treatment still finished successfully without further problems. The warning message was shown because the vacuum value for suction two was oscillating at the lower limit. The user performed the next treatment with good vacuum values and without any issue. During the complete day the energy was stable with no abnormalities. The most possible root cause for the reported problem is caused by the handling of the user. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that a low pump error displayed during the left eye flap creation. The flap was completed normally and was lifted with no patient harm.